Event description:
It was reported that when the patient presented to clinic for follow up, inappropriate atp therapy for supraventricular tachycardia misdiagnosed as ventricular tachycardia was noted. Programming changes were made. Patient will continue to be monitored with routine follow-up. One month later a remote transmission revealed, the patient received inappropriate atp therapy for atrial events intermittently falling into pvab, resulting in the misdiagnosis of vt. Programming changes were recommended.